Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the customer has never had any issues, but has heard of over infusions happening at other facilities. No further information available. This was reported to bd associate during the site visit. There was no information on patient involvement.